Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information reveals that the spinal cord stimulation (scs) patient reported a non device related fall from his deck. Several months later, during a follow-up with a bsci representative, high impedance was observed on the right lead contacts. To address the issue, a revision procedure was performed in which the affected lead was removed and replaced. Postoperatively, the patient is doing exceptionally well and has reported that the stimulation is now more effective than before. The explanted device will not be returned, as it was disposed of in accordance with facility policy.